Event description:
Puritan bennett 840 vent started flashing 'device malfuntion'. I checked all the lines and made sure the circuit was ok. Everything checked out ok. Patient still ventilated well and had no problems. Rn bagged patient while I switched out ventilators.manufacturer response, as per site reporter:probable communication hiccup as this vent was interfaced with the patient monitor system. Covidien cse is right now replacing the bdu pcb.